Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated the instrument data, and did not identify an instrument issue. The customer recalibrated the calcium method, after which the patient sample in question resulted as expected. The cause of the discordant, falsely low calcium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument after calibration, and resulted higher. The sample was then retested on an alternate dimension vista 1500 instrument, resulting higher, and matching the repeat result obtained on the original instrument. The corrected result was reported to the physician(s). There are no report of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.